Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. It was confirmed the pump was able to be charged with no issue using a different usb cable. Customer reported blood glucose level was not impacted. A replacement usb cable was sent to the customer.